Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer thought the cartridge was the cause of the occlusion, but was not certain. The customer changed the supplies on the pump and insulin delivery was resumed. The customer's blood glucose (bg) level was in the 300s mg/dl and a correction bolus was delivered to address the bg level.